Manufacturer narrative:
Health effect- impact code: f2203 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an right side with no complaint against the device. Healthcare professional later reported right side rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are:¿ rupture : observed, broken assessed as fold flaw opening. Additional observations: ¿ no penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported an right side with no complaint against the device. Healthcare professional later reported right side rupture via MRI. Device has been explanted and replaced.